Event description:
58 y/0 male to or for placement of central catheter under monitored anesth. At conclusion of procedure, pr found cyanotic & bradycardiac - monitors on - no alarms sounded. Later found alarms on "all mute" monitor did not return to default setting after previous pt. The "all mute" for an indefinite period seems to remove the purpose for the alarms.